Event description:
A falsely elevated ctni result of 0.88 ng/ml was obtained on one patient. The sample was retested. The repeat ctni was 0.06 ng/ml. The falsely elevated ctni result was not reported. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result to the falsely elevated ctni result. The issue was resolved after the service representative replaced and aligned the probes, mixers and r2 drain.